Event description:
The customer reported cannot control the lowering on unit. This issue did not happen during a case. The customer states that the mast does not want to move in down motion. They must start the motion upward then the down motion will work.

Manufacturer narrative:
The ge service rep replaced power supply. The system operates as intended.